Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0207436298, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0207436299, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The healthcare professional from a clinical study reported that the patient had reported experiencing depression on (B)(6) 2015. The patient had required in-patient hospitalization. No surgical intervention had occurred or was planned. The issue was resolved without sequelae. The patient's indication for use was essential tremor.